Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. This is all the information provided, and additional information has been requested. Additional information was attempted to be obtained but further details are not able to be provided by the healthcare facility due to local patient confidentiality policies. The explanted device is not expected to be returned. If the product is returned, analysis will be performed, and this report would be updated at that time. Outside of the revision, no additional adverse patient effects were reported.